Manufacturer narrative:
Block b3: exact date unknown, event occurred five years from the date manufacturer became aware of the event. Block d6b: explant date: 4 or 5 years ago. Additional suspect medical device components involved in the event: model number/catalog number: sc-2316-50. Serial number: (B)(6). Batch/lot number: 17656534. Model/catalog description: infinion 16 lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2316-50. Serial number: (B)(6). Batch/lot number: 17656534. Model/catalog description: infinion 16 lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3400-30. Serial number: (B)(6). Batch/lot number: 16800047. Model/catalog description: splitter 2x8 kit-sterile. Unique identifier (UDI) : (B)(4). Model number/catalog number: sc-3400-30. Serial number: (B)(6). Batch/lot number: 16800047. Model/catalog description: splitter 2x8 kit-sterile. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316. Serial number: n/a. Batch/lot number: 18129969. Model/catalog description: clik anchor. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced a loss of stimulation therapy from the spinal cord stimulator (scs) system. The patient underwent an scs system explant procedure. No further information could be obtained.